Event description:
Philips received a complaint from a customer that the user lost the ability to fluoroscopy toward the end of a vertebroplasty exam. Due to the loss of fluoroscopy the procedure outcome may have harmed the patient as it was not possible to apply cement as needed.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow up report will be sent to FDA.

Manufacturer narrative:
Philips has investigated this product problem and found the cause of the problem was a loss of communication with the x-ray segment controller in the generator cabinet. A restart of the system solved the problem. The system has been monitored and the problem has not reoccurred the procedure was completed and there was no harm to the patient. The patient was out of the exam room and stable. (B)(4). Contact office address: (B)(4).

Event description:
Philips received a complaint from a customer that the user lost the ability to fluoroscopy toward the end of a vertebral plasty exam. Due to the loss of fluoroscopy the procedure outcome may have harmed the patient as it was not possible to apply cement as needed.